Event description:
The lead was visually inspected and appeared to be bent at contact zero and the nipple at the end of the lead. The lead was not implanted; the product never came in contact with the pt.

Manufacturer narrative:
(B)(4). This report is being submitted late due to a delay by a MFR employee. A process improvement plan and training are in place. Analysis results were not available at the time of this report. A f/u report will be sent when analysis is completed.